Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 133 mg/dl. The customer stated that she changed the battery, received a battery out limit alert, and was able to set the time and date. She then walked a few feet away rom where she was and then the device turned off again. Upon troubleshooting, it was found that a replacement of the battery with a fresh battery resolved the issue, and the display returned. Advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.